Event description:
A 16 mm diameter x 16 mm diameter x 8.5 cm length aneurx iliac stent graft and its components were implanted into a patient for endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unk. Vessel morphology is reported to be severely calcified. It was reported that the physician had implanted the stent graft system. Due to the calcification there was a slight type I endoleak distally to the iliac limb. The physician elected to model the left common iliac artery with a reliant stent graft balloon catheter. The physician elected to inflate the reliant stent graft balloon catheter partially in the stent graft and partially in the iliac artery. The iliac artery was perforated. (MFR report # 2953200-2007-00091). The advisory notice letter regarding the reliant stent graft balloon catheter usage that was sent to the hospital was posted on the vascular operating room wall. The physician treated the perforation by ligating the left common iliac artery and performed a femoral to femoral bypass. No additional clinical sequelae were reported and the patient is stable.

Manufacturer narrative:
Results: inherent risk of procedure (stent graft migration, occlusion). Patient's condition affected effectiveness of device (aortic neck dilatation). Conclusion: device failure/lack of effectiveness related to patient condition (aortic neck dilatation).

Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Aneurysm size at the time of implant was 5 cm in diameter and currently 6 cm. The vessel morphology at the time of stent graft implant and currently was reported as the vessels measured small in diameter (10 mm) and severely calcified. The patient had sfa disease with severe stenosis prior to stent graft implantation. Currently, the aortic neck has dilated to 30 mm plus and it was only 5mm in length from the lowest renal which was the left. It was reported that three days post index procedure, the patient had left iliac limb occlusion, a kink in the stent graft and there was a femoral to femoral bypass. However, the femoral to femoral bypass was due to trauma to the vessel, but how and when this occurred is unknown and the information is not available. Four additional products were implanted. It was reported that on an unknown date this year, a CT scan demonstrated that the patient had a proximal type I leak from due to aortic neck dilatation. No stent graft migration was evident. The physician elected to treat the proximal type ia endoleak with an endurant cuff. However, the physician had to sacrifice the left renal and land higher just below the right renal due to the short aortic neck. The proximal type I endoleak was resolved but the left renal artery was occluded. There was also a distal type ib endoleak in the right cia and the 16 limb migrated up and the right common iliac dilated. The distal type ib endoleak was corrected with an endurant iliac limb. The final run looked good no leaks evident on the angiogram and pulsatile aneurysm mass had stopped. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (dissection/perforation, endoleak). Patient's condition affefcted effectiveness of device (severely calcified). Incorrect technique/procedure (inflation of the reliant stent graft balloon partially in the stent graft and partially in the iliac artery). Evaluation conclusions: failure/lack of effectiveness related to patient condition (severely calcified). Device failure related to user handling (inflation of the reliant stent graft balloon partially in the stent graft and partially in the iliac artery).